Event description:
Provider states that this clinical recliner is being used in a facility and he noticed that the left side is bent outward as if someone was leaning on that side or exceed the weight capacity on the chair. Serial number does not pull up in our system but provider verified model off of chair. No additional information provided.